Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. A photo was provided which confirms the reported event but without the associated device or additional information for further investigation the root cause remains unknown. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error 17-0010 - battery charge. Cable is not visible by the device." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.